Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor electrode or needle fractured while in the body. Customer was advised to call his medical doctor. Customer stated the sensor was inserted on (B)(6) 2015 and observed the cannula/needle was broken during use. Customer stated the sensor needle wasn't hard to remove and it was in use for a few minutes. Customer didn't rotate the serter, twist sensor, or reinsert sensor. The sensor is not returning the sensor for analysis.